Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the videoscope had noisy image. The issue was found during inspection for use for a diagnostic conventional electronic colonoscope examination. There were no reports of patient harm.